Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 14-jun-2009, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving gablofen (2000 mcg/ml at 100 mcg/day) via an implanted pump. It was reported the catheter was found to be severed in half during a routine pump replacement case. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The hcp tried to draw back on catheter access port with no success. The catheter was replaced and the issue resolved.